Manufacturer narrative:
Manufacturer's investigation conclusion: damage to the outer jacket of the patient¿s driveline was confirmed through the evaluation of the submitted photographs. A specific cause for the observed damage could not be conclusively determined. Review of the images submitted by the account revealed damage to the silicone jacket on the external portion of the driveline. No wires were visible, and the damage appeared to be cosmetic only. Additionally, x-rays were provided which captured internal and external portions of the patient¿s driveline. No areas of concern in the metal braided shield were observed. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4). The hmii lvas instructions for use (IFU) and patient handbook provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline. The heartmate ii lvas IFU, rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. Section 6 of the IFU, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 of the IFU, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook, ¿living with the heartmate ii¿, contains information on caring for the driveline and instructs to not twist, kink, or sharply bend the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2014. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple areas of cosmetic tear to the driveline. The patient stated that the tears had been present since an x-ray of the driveline was obtained in april. The x-rays were unremarkable and there were no alarms associated with the damage.